Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges pump is not working correctly. Caller reportedly experienced elevated blood glucose level of 399 mg/dl and 2.2% positive ketones; treated with 8 units of insulin and went to ER where she was observed for 4 hours; no treatment was provided. No adverse event reported. Requested return of the alleged device for evaluation.